Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Wife called on behalf of the customer. The customer's expected fasting blood glucose test result range is 120-130 mg/dl. He noticed this about 2 weeks ago but did not change anything about his diet or medication. Customer does his blood usually once a day but since meter was not reading correctly ran blood a few more times. Meter has not been set up properly. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strips lot manufacturer's expiration date is 12/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).